Event description:
During firing of the ligaclip applier on the common bile duct during lap chole, the clip did not form a tight "v" on the duct, potentially allowing passage of bile into abdomen. Instead it formed a "u" with the tips meeting at the end. Surgeon states this is the third time this clip applier has not formed clips appropriately and he thinks it may be contributing to leaks in past patients. We do not have the lot numbers on the other two patient devices.======================manufacturer response for applier, clip, ligaclip, (per site reporter).======================the manufacturer has agreed to be present at all surgeries using the device to assess end user technique and assure no future problems.